Event description:
It was reported that, pre-operatively, after the system was fully booted and calibrated, the tower triggered an alarm and started the 5-minute timer following approximately 1 minute of power fluctuation in the hospital. The system was placed into uninterruptible power supply (ups) shutdown mode to preserve the battery. The system was then unplugged, reconnected, and restarted. On the first boot, the external monitors were visible, but the operating room team interface (orti) was not. As a result, the system was shut down via the surgeon console and rebooted again. The top ups was showing around 65% charge, while the bottom was at 100%. The system was unable to calibrate due to the battery not being fully charged, so the tower was powered down and the team waited until both ups units reached 100%, at which it was rebooted successfully. There was a delay of 20 minutes due to the reported issue. There was no patient involvement.

Manufacturer narrative:
Updated information: h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the device data logs and design assessment for the reported tower 240v. Evaluation of the design assessment included a review of the system logs. The system logs confirm that the system relied on uninterruptible power supply battery backup power for approximately one minute, consistent with the reported loss of alternating current (ac) mains power. This behavior is expected and intended when external power is interrupted. The logs do not indicate any system errors, error codes, or abnormal fault conditions during the power fluctuation or subsequent shutdown sequence. The additional shutdowns and restarts while the uninterruptible power supply batteries were partially discharged likely contributed to further battery depletion, which in turn prevented successful system calibration. When the uninterruptible power supply batteries were fully recharged, the system was able to boot and calibrate as designed. No failure mode or defect was identified. Evaluation of the device data does not indicate anything useful. The data logs were unable to determine failures described in the reported event, which is why the design assessment was performed. Evaluation of the tower 240v confirmed the reported condition. The root cause of this failure could not be determined. However, based on the information provided in the event and/or other source, the most likely cause of the event was due to battery not fully charged which led to external power interruption. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, after the system was fully booted and calibrated, the tower triggered an alarm and started the 5-minute timer following approximately 1 minute of power fluctuation in the hospital. The system was placed into uninterruptible power supply (ups) shutdown mode to preserve the battery. The system was then unplugged, reconnected, and restarted. On the first boot, the external monitors were visible, but the operating room team interface (orti) was not. As a result, the system was shut down via the surgeon console and rebooted again. The top ups was showing around 65% charge, while the bottom was at 100%. The system was unable to calibrate due to the battery not being fully charged, so the tower was powered down and the team waited until both ups units reached 100%, at which it was rebooted successfully. There was a delay of 20 minutes due to the reported issue. There was no patient involvement.